Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. (B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the handle broke in half. The repair technician reported the handle and inner shaft were broken. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a handle with quick coupling, small broke in half. This was discovered during an unspecified veterinary procedure. The handle broke into two pieces in the middle of the handle; no fragments were noted. The surgeon used a spare device and completed the procedure with no further complications or issues. No time delay noted. There was no human patient involvement. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (handle with quick coupling, small, part number 311.43, lot number unknown). It was reported that the subject device handle broke into two pieces intraoperatively. The handle with quick coupling, small (311.43) is also a common instrument, noted in (B)(4) system technique guides including: compact distal radius compact forefoot reconstruction screw and 2.4mm cannulated screws in each system the driver is utilized with an accompanying screwdriver shaft for screw insertion. The returned driver was examined and the complaint condition was able to be confirmed as the device was returned with a broken handle, transverse fracture approximately 20mm from the distal end and transverse fracture approx. 10mm from the proximal end (calipers ca94 exp. 01-mar-2016), a broken tap handle shaft (proximal-most 2mm) and a missing knob. No definitive root cause was able to be determined however the device handle was composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.